Manufacturer narrative:
This report was incorrectly filed on (B)(6) 2013 as MDR number 9610105-2013-00012, the correct MDR sequence number should be 9610105-2013-00019. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer attempted to connect the defibrillator synchronization output from the ge healthcare b650 monitor to a cardiac output monitor, but the intra aortic balloon pump (iabp) analog output was not created. The device had a b650 arterial analog output defibrillator synchronization output error reported. There was no reported patient injury associated with this event.